Event description:
An incident that occurred in 2005. The report stated that at: 5:50 a.m. The family member of the patient called the medical center of a hospital. A physician on duty answered the phone. The family member informed him that they had waken up at 5:30, and found the sudden change in the patient's condition (neither the patient's condition nor the change were described in the report). The physician instructed them to call for an ambulance and come to the hospital. At 6:04 a.m. The emergency crew of the ambulance checked the pulse oximeter for home care when they arrived at the patient's home. The oximeter indicated spo2: approx 90, and hr: approx 90, but they were not able to get the heart sound. They switched to their own monitor (the manufacturer or brand name were not provided in the report) and found that both the spo2 and the heart rate were zero. They confirmed the cardio-respiratory arrest. At 6:25 a.m. The ambulance crew informed the hospital of the cardio-respiratory arrest. At 6:41 a.m. The patient arrived at the hospital. Death spots were found on the back and on the back side of the femoral region. While explaining the patient's condition to family member, the physician applied heart massage only. At 6:57 a.m the patient was pronounced dead.